Event description:
Boston scientific reported that this lead was explanted due to noise.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. This analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Furthermore, cuts in the insulation were observed which occurred most likely during the surgery. Blood penetrated the lead. With regard to the issue mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.